Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve was stuck. Additional malfunctions include the sieve beds were saturated, the sieve tubes were leaking, the exhaust muffler was leaking, the pe valve was not shifting, the tie wraps for the tubing were leaking, and the gear clamps for the tubing was leaking.